Event description:
It was reported that during a lap nephrectomy procedure, the white pad melted and curled up. The pad did not detach. Hot scissors were used to finish the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/08/2008. Information anticipated, but unavailable at this time.